Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for two patient samples tested for the elecsys ca 15-3 ii assay (ca 15-3) on a cobas 6000 e 601 module (e601). The samples were processed on a cobas 8100 pre-analytics system prior to measurement on the analyzer. The initial results were reported outside of the laboratory to a clinician, who requested for the samples to be repeated. Previous values from the patients were elevated. The first patient sample initially resulted as < 1 ku/l. A different aliquot from the same sample collection was used for repeat testing on (B)(6) 2017 and the result was 34.52 ku/l. The second patient sample initially resulted as < 1 ku/l on (B)(6) 2017. A different aliquot from the same sample collection was used for repeat testing on (B)(6) 2017 and the result was 74.95 ku/l. No adverse events were alleged to have occurred with the patients. The customer tests samples with the ca 15-3 assay in batches on mondays, wednesdays, and fridays. The reagent stays on board the analyzer. The ca 15-3 reagent lot number was 192171. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
The field service engineer checked the cup detector and cap holder of the analyzer; these were ok. He adjusted the sample probe. He also adjusted the liquid level detection and pressure sensor voltages. No other abnormalities were found with the analyzer. The customer was not using recommended rack adapters for 13mm tubes. Calibration data did not indicate any general issues with the analyzer. Quality control recovery on the date of the event was within range. There was no indication of a general reagent issue. In the alarm trace, it was observed that there was a sample cup error. This error may occur if the customer uses clear sample tubes without a barcode or if there is an issue with the cup detector sensor. The cup detector sensor was checked by the field service engineer and no malfunction was found. It is strongly recommended for the customer to use rack adapters for tubes with a diameter of 13mm or smaller. This is to avoid tubes leaning within the rack. A leaning tube may lead to incorrect results since the probe may incorrectly sense the liquid level due to touching the wet wall of the tube.